Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetic educator reported via phone call that the insulin pump may not be functioning properly. Customer's blood glucose level at the time of the incident was over 400 mg/dl, which was treated with manual injection. Caller also reported that the customer had received two no delivery alarms within two months. The caller stated that the customer would consult his doctor for further assistance. The insulin pump was not replaced or returned for analysis.